Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device for analysis and based on the available information no definitive conclusion can be made. A review of the manufacturing documentation associated with this lot f52072 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The report from (B)(6) study indicated that the patient had a medical history of previous cerebral infarction (details not provided) and hypertension. The unruptured saccular aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm: 18.0mm. The parent vessel size diameter proximal was 3.3mm and distally was 3.2mm. Mrs before the index procedure was 2, thirty one days after was 2, and approximately thirty nine days was 2. The act was 145 seconds pre anticoagulation and 316 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: 2011, clopidogrel sulfate 75mg/day cilostazol 100mg/day, heparin 4,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, optimo/(B)(4) medical product, (B)(4). Other devices utilized during the index procedure were, two (B)(4), chikai/asahi (B)(4), radifocus gt/terumo, gdc/stryker, two (B)(4), axium/covidien (B)(4), six v-track/terumo, (B)(4), ed coil/kaneka, (B)(4). No further information is available and procedural images are not available.

Manufacturer narrative:
Concomitant devices used: chikai/asahi (B)(4), radifocus gt/terumo, gdc/stryker microcatheter. This is one of seven products used during the same procedure on the same patient, which is associated with mfg reports 2954740-2012-00710, 1058196-2012-00368, 1058196-2012-00369, 2954740-2012-00711, 2954740-2012-00712, 2954740-2012-00713 and 2954740-2012-00714. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days

Manufacturer narrative:
The report from the (B)(4) study indicated that there was recanalization of the treated right cavernous sinus aneurysm noted approximately one year after the enterprise vrd assisted coiling with 8 codman coils (two pc4182050-30/f59011, 638cs1430/15244847, 637cf0925/15154360, pc4181447-30/f58960, pc4181447-30/f61634, pc4181447-30/f57680, pc4181447-30/f52072) and 9 noncodman coils (gdc/stryker, axium/covidien japan, six v-track/terumo, ed coil/kaneka). The occlusion rate of aneurysm was 95% after the index procedure. The occlusion rate of aneurysm was 60%. However, at the desire of the patient, it was decided not to proceed with any treatment, and she has been under observation now. It was reported that no further issues have been reported. According to the physician, the relationship of the event to the index procedure was unknown and to the vrd was also unknown. At index procedure the (B)(6) female had a medical history or previous cerebral infarction (details not provided) and hypertension. The unruptured saccular aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm:18.0mm. The parent vessel size diameter proximal was 3.3mm and distally was 3.2mm. The modified rankin scale (mrs) score was 2 before the index procedure, three days and one month post index procedure and at the time of the noted recanalization. Heparin 4,000u was administered intra-procedurally. The act was 145 seconds pre anticoagulation and 316 seconds post anticoagulation. Cilostazol 100mg/day was administered at the time of the one year follow-up. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. It is outlined in the instructions for use (IFU) precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. The devices remain implanted. With review of the available information there is no indication of any product malfunctions or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.